Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that he received a lost sensor alert and the sensor was not reconnecting the insulin pump. During the call, the customer stated blood glucose before lunch was 140 mg/dl and after lunch, the sensor was reading low glucose. He had orange juice to treat. Customer stated that his blood glucose value when he was at work was 365, 461 and 470 mg/dl. Troubleshooting was done and the customer was advised to change the sensor.